Manufacturer narrative:
Section a information not provided. Pending hospital follow up. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) that was given to them in (B)(6) 2024 was showing a yellow wrench alarm. The mpu was exchanged.

Manufacturer narrative:
D4: UDI corrected, h6: medical device problem code - corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g3: PMA # corrected. Manufacturer's investigation conclusion: the reported event of alarms occurring on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis in unremarkable condition. The unit was connected to a mock loop and test controller and ran for an extended duration without any issues or alarms activating. The mpu was functionally tested and passed all testing. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed, and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 14feb2024. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.